Event description:
Pt reports that pump (B)(4) had error #1787 (she thinks) yesterday and stopped working. Pt was upset because she said pump was manufactured in 2000 and a pump that old should not be in circulation. Pt preferred to have pump sent for delivery tomorrow and is aware she would need to go to hospital if current pump fails. No other information available. Dose or amount: 38 ng/kg/min; frequency: continuous; route: IV. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah. "Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. "